Event description:
One touch ultra meter was reading inaccurately high. They received a result of 194 mg/dl and was comparing to a result of 144 mg/dl on another meter. This is an invalid comparison since results from two different meters are compared. However, the pt was walked through two controls solution tests on the subject meter and they both failed outside the range. The test strips were in good condition and were within the expiration date. The control solution as well was opened less than the discarded date. Therefore, this case is reported as a malfunction. The pt did not receive any medical attention and no adverse event was reported.